Event description:
A surgeon reported that a memory lens iol implanted in a patient's eye in 1999 has been diagnosed as opacified and is planning to explant in the near furture. Requests have been made for additional information. No further information is available at this time.